Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5102169.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances displayed on the leads. Reprogramming was attempted, however the issue did not resolve. The patient underwent a revision procedure where both leads were replaced. Post operatively the patient was well. The leads will not be returned to boston scientific as they were retained by the medical facility.